Event description:
The lay user/ patient contacted lifescan alleging that the product was prompting the "error 5" message. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient tests her blood glucose 6 times a day and she manages her diabetes via insulin pump. The patient stated that alleged issue began in 2008 in the morning. During that time, the pt reportedly obtained an "error 5" message on the subject meter. On the same day in the morning, before the reported issue, a reading of "148mg/dl" was obtained on the subject meter and based on the reading she reportedly increased the basal rate of insulin from 0.5 units to 0.6 units per hour. On the same day, after she increased her diabetic medication, the patient reportedly experienced symptoms of "shakiness and sweatiness" (time not specified) and obtained a "low reading" (unknown) on the subject meter. The patient reportedly tried to retest on the subject meter during the symptoms and that is when she obtained an "error 5" message. However, it was noted that the patient's symptoms occurred before the reported issue. The patient is reportedly did not receive/require any medical treatment for the diabetes. The patient was not tested on any other meter. Patient's meter and test strips were replaced. Since the alleged symptoms occurred before the reported issue, there is no evidence that the lfs product contributed to a serious injury. However, this complaint is being reported because the alleged "error 5" issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.